Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they were hospitalized on (B)(6) 2016 with a high blood glucose level of over 600 mg/dl. The customer felt symptoms of dehydration. The customer was treated for their blood glucose with fluids. The customer was assisted with troubleshooting their insulin pump and the device passed all the test functions. The customer did not return the product back for analysis.